Manufacturer narrative:
D10. Concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt (serial # (B)(6)); sigphandle, sig power sigphandle handle (serial#unknown); sigmret, sig power sigmret manual retract tool (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a right lower lobectomy procedure, while firing on the lung, the device fired forward correctly. However, the knife did not retract and was stuck at the end of the forward motion cut. The reload then, could not be removed from the patient. A manual adapter tool was used, but it did not work on the adapter as well. To resolve the issue, a new adapter and reload was fitted to the same handle to cut more than the desired lung around the stuck reload. It was noted that the procedure time was extended by 40 minutes. It was observed that the adapter tool works with other devices.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that video contained a view of a signia adapter connected to a reload. The connection point between the distal end of the adapter and the proximal end of the reload was noted to be damaged. The two components were not in alignment and a large gap was noted. At 0:07, the camera panned to the distal end of the reload. The reload was noted to be locked on tissue and the I-beam was advanced beyond the 1cm cut mark. The second returned video also contained a view of a signia adapter connected to a reload. The user was noted to be using the manual retract tool on the proximal end of the signia adapter. The user was unable to retract the I-beam using the manual retract tool. It was reported that the instrument locked on tissue and difficult to retract knife blade. The reported issues was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.